Event description:
It was reported that bd received the following information regarding the customer's "psi": original occurrence date: on (B)(6) 2025, original occurrence time: 1505 original event detail: "pt presents to ic for day 1 cycle 2 of carboplatin and etoposide infusions. Carboplatin scheduled to infuse over 1 hour at a rate of 313.2 ml/hr for a total volume of to 313.2 ml. Two rn's present at the chairside for dual verification and sign off. Mar, alaris pump settings, and medication label on carboplatin bag all matched. Infusion started, and rn assessed lines and ensured there were zero occlusions, and witnessed IV drip chamber functioning properly. At the scheduled completion time, rn noted carboplatin bag still had solution. Mgmt and pharmacy made aware. Per pharmacy direction, infuse the remainder of the bag. An additional 350ml was infused after the initial 313ml infusion, for a total of 520.09 ml, over a total of 2 hours and 15 minutes. For the final 50ml, a new alaris pump was utilized, and original alaris pump was removed from service and given to nm. Remainder of regimen completed without complication or incident. Alaris pump brain skew hn51579 and channel skew hn53240." The customer later provided the following information: "the patient was not physically harmed, and they did not intervene medically, the patient was delayed 1 hour and 15 minutes due to the issue, and needed to find additional means of transportation. The medication was checked by two rn's, and scanned in using the alaris barcode, and into the mar. Once scanned in the mar, the pump relayed the same information on the bag as it did on the computer. 2 rn's continued to check both the pump and the mar before starting treatment. The patient had a right chest wall mediport, the alarm device was at the patient's heart level, and the medication was hung on the IV pole and was about 2.5 feet above the port, roller clamps were fully open, no kinks in tubing, or anything obstruction flow, there weren't any delays, or disruptions during the infusion. They ensured the drip chamber was working before they left the room, and throughout the infusion the drip chamber was in fact dripping. The only other medication running was the kvo at 20ml/hr on the left channel."

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of ¿carboplatin¿ event was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The event date was reported as 01 october 2025; the time of event was reported to be 1505 (3:05 pm). A review of the suspect pump module s/n: (B)(6) error log showed no errors were recorded related to the reported event. A review of the pcu event log showed ¿drug ID 186¿ as ¿carboplatin¿. On (B)(6) 2025 at 12:10 pm, the concomitant pcu and the suspect pump module s/n: (B)(6) were powered on, the pump module was assigned with channel b, and a ¿carboplatin¿ infusion was programmed. The dataset installed was identified as ¿(B)(6), (B)(6) 2025¿, and the profile in use was identified as ¿adult¿. On (B)(6) 2025 at 1:48 pm the suspect pump module was programmed using an external controller with drug ID 186 (carboplatin), drug amount of 382 mg, diluent volume of 313 ml, dose of 381.5 mg, concentration of 1.2204 mg/ml, rate of 313 ml/h, volume to be infused (vtbi) of 313 ml with an expected duration of 1 hour. The infusion started with a primary volume infused (pvi) of 0 ml. At 1:49 pm the pump module alarmed for occluded patient side and the user restarted the infusion. At 2:49 pm the infusion completed, the user restored the infusion and paused. At 2:58 am the user scheduled a delay for 30 minutes. At 3:05 pm the user changed the vtbi to 100 ml and the infusion started. The pump module alarmed for chamber blocked and the user restarted the infusion. At 3:24 pm the infusion completed, the user changed the vtbi to 50 ml and the infusion started. At 3:34 pm the infusion completed, the user changed the vtbi to 50 ml and the infusion started. At 3:44 pm the infusion completed and the pump module was channeled off. The total volume infused between 1:48 pm and 3:44 pm was 518.632 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Inspection and testing of the incident administration set could not be conducted since the incident administration set was not available for investigation. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that follow proper infusion set loading instructions and ensure the set is free of kinks before starting an infusion. Improperly loaded sets can impact pump operation resulting in inaccurate fluid delivery. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of ¿carboplatin¿ under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a0709, g0301204, c02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd received the following information regarding the customer's "psi": original occurrence date: on 10/1/2025, original occurrence time: 1505 original event detail: "pt presents to ic for day 1 cycle 2 of carboplatin and etoposide infusions. Carboplatin scheduled to infuse over 1 hour at a rate of 313.2 ml/hr for a total volume of to 313.2 ml. Two rn's present at the chairside for dual verification and sign off. Mar, alaris pump settings, and medication label on carboplatin bag all matched. Infusion started, and rn assessed lines and ensured there were zero occlusions and witnessed IV drip chamber functioning properly. At the scheduled completion time, rn noted carboplatin bag still had solution. Mgmt and pharmacy made aware. Per pharmacy direction, infuse the remainder of the bag. An additional 350ml was infused after the initial 313ml infusion, for a total of 520.09 ml, over a total of 2 hours and 15 minutes. For the final 50ml, a new alaris pump was utilized, and original alaris pump was removed from service and given to nm. Remainder of regimen completed without complication or incident. Alaris pump brain skew hn51579 and channel skew hn53240." The customer later provided the following information: "the patient was not physically harmed, and they did not intervene medically, the patient was delayed 1 hour and 15 minutes due to the issue and needed to find additional means of transportation. The medication was checked by two rn's, and scanned in using the alaris barcode, and into the mar. Once scanned in the mar, the pump relayed the same information on the bag as it did on the computer. 2 rn's continued to check both the pump and the mar before starting treatment. The patient had a right chest wall mediport, the alarm device was at the patient's heart level, and the medication was hung on the IV pole and was about 2.5 feet above the port, roller clamps were fully open, no kinks in tubing, or anything obstruction flow, there weren't any delays, or disruptions during the infusion. They ensured the drip chamber was working before they left the room, and throughout the infusion the drip chamber was in fact dripping. The only other medication running was the kvo at 20ml/hr on the left channel."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.